Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure, causing a delay. Customer stated the delay was for an electrophysiology study and catheter ablation procedure. Customer reported that the drawer successfully released eventually. The name of the procedure and the length of the delay were not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure, causing a delay. Customer stated the delay was for an electrophysiology study and catheter ablation procedure. Customer reported that the drawer successfully released eventually. The name of the procedure and the length of the delay were not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device per customer's request. The drawer had been successfully recovered by the customer. The field service technician confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure, causing a delay. Customer stated the delay was for an electrophysiology study and catheter ablation procedure. Customer reported that the drawer successfully released eventually. The name of the procedure and the length of the delay were not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been corrected: a1, h6. B4 and h11 have been updated. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 2.1 failed and it caused a delay during procedure. A field service engineer assessed the device based on customer request on drawer failure. The drawer was recovered by the customer without any defects. The system functioned as intended after assessed by the field service engineer